Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ¿not to be recording any alarms in history since exchange¿ could not be confirmed through this evaluation. No log file was available for review from the exchanged system controller to assist in the evaluation. Attempt was made to obtain additional information from the customer regarding the event; however, no additional information was provided. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller (serial # unavailable) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Event date is estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that in (B)(6) 2019 there was a controller exchange. It was reported log files were previously sent and the controller was exchanged per abbott recommendations. Reason for exchange was not provided.